Manufacturer narrative:
The medical center returned the impella 5.5 pump for analysis. The pump was run on the benchtop. The pump was able to start and there were no defects or malfunctions found. The pump stop could not be reproduced. The medical center has yet to return the pump data logs for review. Should the log analysis help determine a root cause of the pump stop, a supplemental report will follow. To date the root cause is unable to be determined.

Event description:
A patient with cardiomyopathy was to have an impella 5.5 placed in the operating room. The pump immediately stopped upon insertion. This stoppage prompted the team to replace the pump. The team placed a second 5.5 pump which supported the patient successfully until a lvad was placed on the 7th day of support.